Manufacturer narrative:
Manufacturer's investigation conclusion: multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14-sep-2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this document provides a list of adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplantation. Whether the outcome was therapy or device related was not provided.